Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with high defibrillation impedance. Both leads and ports were washed and the issue persisted so the ICD was explanted and replaced in a procedure on (B)(6) 2022. Post-procedure the patient was discharged.

Manufacturer narrative:
The reported event of high impedance could not be confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.